Event description:
It was reported that an ilet pump¿s screen was unresponsive, preventing the user from unlocking the device and announcing a meal; the user noted the pump had been kept in a cooler but not exposed to moisture, and troubleshooting guidance was provided including shutdown procedures, data sync, and continuation of cgm use. Symptoms included no reported adverse clinical effects, with a recorded blood glucose of 83 mg/dl and no hypoglycemia or hyperglycemia reported. Outcomes included no injury, no alarms of clinical significance, no hospitalization, and no medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device resumed normal function without intervention, consistent with an intermittent screen or user interface malfunction with no confirmed hardware failure. It was concluded, based on previously established findings for similar reports, that the most probable cause was a transient device behavior not reproducible during follow-up.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User no longer needed to return pump as pump was working as intended. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.